Manufacturer narrative:
(B)(4).

Event description:
Overheating during the procedure (knee arthroscopy) as soon as it was plugged into the box, the device started overheating. There was a two to three minute procedural delay with no reported patient complications or injuries. A backup device was available.

Manufacturer narrative:
One service replacement powermax elite, part number 72200616s was received on 11/16/2015 and confirmed to be serial number (B)(4) as reported in the complaint. The reported complaint has been confirmed. Functional testing has found that the motor has seized and is the most likely cause for the ¿over heating¿ complaint. It appears this unit has leaked over time as a result of cleaning and sterilization. A document review has found this serial number was manufactured in may of 2011. The complaint investigation has concluded that this unit has succumbed to expected wear and tear and is in need of non-warranty repair. (B)(4).